Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced display communication cable and display power cable to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.